Manufacturer narrative:
One used device was returned for investigation. The device was visually inspected, and no anomalies were noted upon visual inspection. Lot number was unknown and the device history review could not be performed. Occlusion test was conducted on the returned sample using a hydrostatic pressure pump. No free flow was observed within the tubing and complainant allegation can be confirmed, and the probable cause is due to a solvent application error during manufacturing.

Event description:
It was reported that the patient experienced multiple line block alarms with cleo infusion set during infusion. There was a patient involvement and there were no additional adverse consequences. During investigation, occlusion test was conducted on the returned sample using a hydrostatic pressure pump, occlusion was observed.